Event description:
It was reported that a patient presented clinic for follow up. Device interrogation revealed far field r-wave oversensing resulting in inappropriate mode switch on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable before, during, and after the changes.